Event description:
This lead was implanted on (B)(6) 1997 and remains implanted. It was reported to technical services on 8/12/11 that it is showing noise in both unipolar and bipolar. Recommended programming something like 2.0v . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).